Event description:
Foley catheter was in place secondary to bloody urine. The nurse caring for the pt walked into pt room and found a portion of the foley catheter on the floor. The remaining portion of the tubing was suspected to be retained inside the pt. A cystorethroscopy was performed at the bedside. With a forceps grasper, the foley was grabbed and removed. The broken edges of the catheter lined up perfectly. The membranous urethra was normal. There was mild foley trauma in the left lateral aspect of the membranous urethra. There was mild edema where the foley catheter was seated on the trigone. The pt had a normal renal ultrasound without hydronephrosis on (B)(6) 2010. Retroflexion of the bladder neck was normal. There was no bleeding. The foley was not replaced.